Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed? No disposable, clamp tubing. It was reported the device also exhibited air. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
(B)(6).